Manufacturer narrative:
(B)(4);the device manufacture date for this product is august 13, 2015. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the electrode was inserted into the header and the pin would not advance past the first connector block. Troubleshooting attempts were made, but were unsuccessful. Therefore, this device was not implanted and a new device was successfully implanted with the electrode. No adverse patient effects were reported.